Event description:
Lasik surgery performed in 2001. Major complications due to corneal abrasions and poor healing, requiring seven corrective procedures. New onset vitreous opacities (floaters) which are not amenable to any correction. Overall very poor visual outcome.